Event description:
It was reported that physician suspected patient's tricuspid regurgitation and av block arrhythmia worsened after implantation of a right ventricular leadless pacemaker. The pacemaker was explanted and replaced with another. Patient was stable.